Event description:
Pt had already had a triple lumen catheter in right subclavian and a different type line was to be inserted. Longer guidewire was inserted. The md then introduced the catheter over the guidewire. When guidewire was to be removed resistance was felt and guidewire would not come out. X-rays reveals guidewire is coiled. Device to be removed via cutdown.